Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Manufacturer narrative:
Updated d9 as product was received. Corrected h6 medical device problem code. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel wire harness. Lvp rear case recall complete. Root cause: based on the findings, service determined that the proximate cause of the reported issue was due to wire harness damage of the lvp mech assy 8100. Device history review: a review of the device history record showed the device had a manufacture date of 21jun2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Manufacturer narrative:
Correction: e4, h6 (g annex), h3 (spelling corrected), h7 (should be blank). Additional information: e2, g2 (report source). A review of the complaint history record was performed for the s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacturer date of 21jun2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device received for evaluation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.